Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device lost geometry movements. The system log file review shows malfunctioning geo-pc. The fse found that air conditioning unit in the technical room was powered down. The fse switched on the technical room air conditioning. To resolve the issue fse replaced the geo ipc and downloaded board software, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device lost geometry movements. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and determined the geometry computer failed. The fse replaced the geometry computer which resolved the issue, and the device was returned to use in good working order.